Event description:
A doctor alleged that he had received a shock from a frayed wire on his zeon discovery unit.

Manufacturer narrative:
The doctor was shocked by the frayed wire and discontinued use of the device. No medical attention or prescription medication was necessary. To date, the doctor is doing fine. A visual and physical evaluation of the returned device revealed that cuts were present in the outer jacket of the cable. These cuts allowed for the exposure of the internal braided wiring; however, the insulation of the internal braided wiring was intact. It has been determined that the only method of experiencing a shock when touching the braided wire would be if the person touching the wire carried static electricity.